Manufacturer narrative:
A.5 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represent the pump and the other report represents the automated impella controller. Refer to section h1.0 for the related report number.

Event description:
The complainant reported that an impella 5.5 was supporting a patient for close to a month while the patient was waiting for a heart transplant. On day two of support, leaking/condensation was noted inside the purge sidearm. Purge flows and pressures remained within normal ranges. The purge sidearm seemed to leak when the purge was upright. When the sidearm was laid flat some leaking was noted. The decision was made to keep the impella in place and to closely monitor for any changes. On day seven of support, the anticontamination sleeve tore and was repaired with a tegaderm. Two days later, the patient's central venous pressure (cvp) dropped resulting in a suction alarm. The patient was given albumin which resolved the suction issue. Thirteen days later, placement signal disappeared but reappeared after the provider repositioned the catheter. The plastic sheath was torn while repositioning the pump. The patient remains on impella support.